Manufacturer narrative:
(B)(4).

Event description:
It was reported when the asymptomatic patient presented to the clinic for a scheduled follow-up, the atrial lead was found dislodged through a chest x-ray. The atrial capture threshold had increased and atrial sensing amplitude had declined. A lead revision was scheduled. During the procedure, the lead could not be repositioned due to tissue in the helix. The lead was capped instead and replaced. The patient was stable before, during and after the procedure. The patient will continue to be monitored.